Event description:
Uncontrolled motion of gantry of 40 degrees (50-90) occurred after four 1/4" bolts sheared. At least one of the four bolts had sheared on 3/19/99, but had not been identified other than an observation of a loud popping noise. The mounting bracket for the harmonic drive snapped at the time of this incident as well. The drive chain for the gantry motion became disengaged, and the gantry rotated until the drive chain jammed and halted its motion.